Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the emergency room visit was over 600 mg/dl. The customer reported being nauseous, thirsty, and urinating frequently. During a follow up call, the customer reported that the insulin pump had a button error alarm and a low reservoir alarm. The customer reported that she did not hear the alarms, and therefore had the high blood glucose level due to not getting enough insulin. The insulin pump was not replaced or returned for analysis.